Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the tubing. The pt stated that the tubing was leaking from the second blue pin but no fluid leaked into the cycler. Pt was able to complete their treatment and had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.